Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had a rewind anomaly. The caller stated that she was unable to get into the reservoir and set menu to rewind the insulin pump. The blood glucose reading was 28.2 mmol/l, which was treated with manual injection. Upon troubleshooting, it was found that the insulin pump was working as designed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.